Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year five months post implant of this 14 mm pulmonary bioprosthetic valved conduit implanted in a pediatric patient, the device was explanted and replaced with a 16 mm pulmonary bioprosthetic valved conduit for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valved conduit due was replaced due to stenosis, pulmonary regurgitation and right ventricular outflow obstruction. If information is provided in the future, a supplemental report will be issued.